Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient with an unknown mentor tissue expander experienced deflation after implantation. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 7/13/2018, mentor became aware that the following information was mistakenly omitted from the initial report dated (B)(6) 2018. (B)(6). Health professional?: yes. Reporter also sent report to FDA?: no. Initial reporter occupation: physician. On 7/12/2018, mentor received additional information. Patient identifier: (B)(6), is required intervention: check, date of event: (B)(6) 2015, implantation date: (B)(6) 1996, explantation date: (B)(6) 2015, is report source health professional: check, is report source other: uncheck. The patient underwent primary breast augmentation with an unknown mentor tissue expander which deflated on the right breast. The patient underwent removal and replacement with a mentor memorygel breast implant 250cc gel prosthesis on 5/13/2015. Patient¿s last known condition is fully recovered. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).